Event description:
It was reported that the physician called for review of this implantable cardioverter defibrillator (ICD) data. Technical services reviewed and there was rhythm acceleration that occurred post-delivery of a 5j shock in which the vt zone rate accelerated to the vf zone rate. Technical services was not able to determine if atrial arrhythmias are present in the configured collection period. The rhythm did successfully terminate on its own. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the physician called for review of this implantable cardioverter defibrillator (ICD) data. Technical services reviewed and there was rhythm acceleration that occurred post-delivery of a 5j shock in which the vt zone rate accelerated to the vf zone rate. Technical services was not able to determine if atrial arrhythmias are present in the configured collection period. The rhythm did successfully terminate on its own. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which review of device data determined this was an atrial arrythmia in which the patient received an inappropriate shock. At this time, the device remains in service. No additional adverse patient effects were reported.